Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of (B)(4). The identified "door jammed" alarm was confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The input/output printed circuit board and door latch hooks were replaced.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of "door jammed" alarm was identified in the event history log. Any patient involvement, injury or medical intervention is unknown since this item was found during evaluation of the device.